Event description:
Information received from the field notes that the device was found to be in back-up mode. A routine software down- load was not successful. A second download attempt brought the device out of back-up but the current drain increased to 400ua. The device was programmed to odo mode due to the patient's ICD implant. The patient was in the hospital after she "coded" at home and receiving multiple ICD shocks. The pacemaker will be replaced.